Event description:
It was reported an infusion of cupric chloride (8mg) was started at 1020 am at a rate of 125ml/hr with an intended infusion time of four (4) hours. The clinician reported that upon reassessment an hour later the medication "was not infusing". Upon troubleshooting the clinician noted the huber needle tubing was clamped, however the pump did not alarm for occlusion. Clinician unclamped the line, and the infusion began to infuse without issue. Total infusion time was six (6) hours. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of cupric chloride (8mg) was started at 1020 am at a rate of 125ml/hr with an intended infusion time of four (4) hours. The clinician reported that upon reassessment an hour later the medication "was not infusing". Upon troubleshooting the clinician noted the huber needle tubing was clamped, however the pump did not alarm for occlusion. Clinician unclamped the line, and the infusion began to infuse without issue. Total infusion time was six (6) hours. There was patient involvement, but no patient harm. Additional information was provided during on-site visit by manufacturer representative: the IV bag size remained unchanged, prompting the clinician to check the IV line and discover that the huber needle pinch clamp was clamped. Although the huber needle tubing was clamped with a pinch clamp, device did not alarm for an occlusion and the lighthouse remained green. The infusion was manually programmed in the oncology/palliative profile at a rate of 125ml/hour -130ml/hour with a vtbi of 500ml. The concentration was 8mg/500ml. The infusion was administered as a primary infusion with no other infusions were infusing at the time of the event. Bd representatives were shown a video of the reported event. The IV set appeared stretched above the upper fitment recess, and the clinician noted the pinch clamp may not have been fully engaged. Biomed technician stated that they tested the device using the preventative maintenance software using multiple tests and did not have any issue noted with alarming for an occlusion.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information. Correction: describe event or problem. Additional information: imdrf annex e, f codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of cupric chloride (8mg) was started at 1020 am at a rate of 125ml/hr with an intended infusion time of four (4) hours. The clinician reported that upon reassessment an hour later the medication "was not infusing". Upon troubleshooting the clinician noted the huber needle tubing was clamped, however the pump did not alarm for occlusion. Clinician unclamped the line, and the infusion began to infuse without issue. Total infusion time was six (6) hours. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion of cupric chloride (copper) was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from the pcu and pump module were reviewed to determine the details of the reported event on 18aug2025 at 10:20 am. A review of the pump module error log did not reveal any errors that could have contributed to the reported event. The logs below show the events from 18aug2025 at 10:16 am, when the pcu and pump module were powered on, until 04:19 pm, when both devices were powered off. At 10:16 am, the pcu and the suspect pump module were powered on. The channel was selected and programmed with drug ID 179 (copper), with a drug amount of 8mg in 500ml diluent, to be infused at a rate of 125ml/hr, with a vtbi of 500ml. The primary volume infused (pvi) was oml the infusion started. At 10:17 am, the pause key was pressed with a pvi of 0.062ml. The infusion was paused. The restart key was pressed and the infusion resumed. At 2:17 pm, the infusion completed with a pvi of 500.002ml. Kvo mode started at a rate of 20ml/hr with a vtbi of oml. At 2:19 pm, the channel select key was pressed again. The user updated the vtbi to 500ml while keeping the previous settings. The pvi was 500.664ml. The infusion started. At 4:19 pm, the channel off key was pressed with a pvi of 749.527ml. The pump module and pcu were powered off and the unit was removed. The total volume infused (tvi) was 749.527ml. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The bd alaris system user manual (v12.3.2) warns that touching the administration set while closing the door, incorrect tubing placement, or elevating the upper fitment can lead to infusion rate inaccuracies. These conditions may occur if the set is stretched or under tension during loading. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement, but the outcome is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of an under-infusion of cupric chloride (copper) was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.